Event description:
It was reported that the user had experienced issues with indwelling urinary catheter "felling out" twice since user¿s last change. It was stated that the on monday during the procedure of changing foley catheter the balloon burst while in process of filling balloon with the specified amount of water. This resulted in another indwelling urinary catheter needing to be placed with resulting trauma requiring the client to attend ed for review. It was my understanding that this catheter also "fell out" on tuesday resulting in client again needing to go to ed for attention. Per additional information via email from ibc on 12jul2023, it was stated that the customer had also informed that two other catheters from that same box had failed by falling out in the days prior to the two catheters. There was no trauma experienced with those first two. This means out of a box of ten, six were used of which four are now reported to have been faulty. The other four were still in the box ready for pick up, there were no actual used faulty samples available for pick up. It was stated that the first catheter was checked and there were no missing pieces. When inserting the second catheter user and nurse noticed blood dripping from the external part of the catheter as well as seeping around the catheter were inserted into pennis. The user was treated in ed, they did not remove the catheter, they bandaged up pennis to stop bleeding and kept user overnight for observation before releasing the next day. The circumstances surrounding the second catheter falling out was user felt like there was only a small amount of urine in bag when at home so checked and found that the catheter had fallen out. The user then returned to ed where the nurse checked the catheter and determined the balloon would not inflate. There was no indication any pieces were left inside. The nurse then tested the balloon of a new different branded catheter before insertion and returned home without incident of that catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. As the reported event was unconfirmed a device history record review was not required. However, one was completed before unconfirming the event. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the user had experienced issues with indwelling urinary catheter "felling out" twice since user¿s last change. It was stated that the on monday during the procedure of changing foley catheter the balloon burst while in process of filling balloon with the specified amount of water. This resulted in another indwelling urinary catheter needing to be placed with resulting trauma requiring the client to attend ed for review. It was my understanding that this catheter also "fell out" on tuesday resulting in client again needing to go to ed for attention. Per additional information via email from ibc on (B)(6)2023, it was stated that the customer had also informed that two other catheters from that same box had failed by falling out in the days prior to the two catheters. There was no trauma experienced with those first two. This means out of a box of ten, six were used of which four are now reported to have been faulty. The other four were still in the box ready for pick up, there were no actual used faulty samples available for pick up. It was stated that the first catheter was checked and there were no missing pieces. When inserting the second catheter user and nurse noticed blood dripping from the external part of the catheter as well as seeping around the catheter were inserted into penis. The user was treated in ed, they did not remove the catheter, they bandaged up penis to stop bleeding and kept user overnight for observation before releasing the next day. The circumstances surrounding the second catheter falling out was user felt like there was only a small amount of urine in bag when at home so checked and found that the catheter had fallen out. The user then returned to ed where the nurse checked the catheter and determined the balloon would not inflate. There was no indication any pieces were left inside. The nurse then tested the balloon of a new different branded catheter before insertion and returned home without incident of that catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.